Event description:
It was reported that high impedance was seen during a systems diagnostics test. No traumatic events were reported that could have caused the high impedance. X-rays were performed and reviewed by the physician. There were no noted issues with the x-rays by the physician however they have not been reviewed by the manufacturer to date. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
Information was received that the patient's electrode was very adherent to the nerve. The lead remained in place and a new one was implanted above.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently listed wrong implant date.

Manufacturer narrative:
Corrected data: implant date updated based upon the model and serial number information received.

Event description:
It was reported that the patient's generator and lead were replaced due to high impedance. The device was reported as being not recoverable so device return is not expected.